Event description:
It was reported that the patient underwent a unicompartmental knee arthroplasty and subsequently, a revision surgery was performed due to loosening of the implants. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ medical devices: oxf uni tib tray sz aa lm PMA; item# 159531; lot# 2422214. Oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 2545708. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00449. 3002806535 - 2023 - 00450. 3002806535 - 2023 - 00451. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.